Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant med products and therapy dates: kincise head-adapter device. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cap of the kincise replacement cap head adapter device was broken while being used together with the kincise head-adapter device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the device was cracked into two pieces at proximal end. It was further determined that the cracked device was consistent with having been dropped or mis-aligned during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.